Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic probe, the ultrasound image disappeared when operating the angle. The cause of the damage on the ultrasonic probe could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited damaged ultrasonic probe and disappeared ultrasonic image. There was no patient involvement.